Event description:
It was reported that a spectrum pump alarmed constant close door messages. It was alo reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom constant close door messages, caused by a lifted upper link switch. The upper auxiliary assembly, which contains the failed link switch, was replaced.